Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio 2 meter was reading inaccurately high compared to feelings and another device (bionime meter). The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began in (B)(6) 2016, she could not recall the specific date or time. The patient reportedly obtained a blood glucose result of 22.0 mmol/l on the subject, meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and detailed that she administered 22 units of insulin before obtaining a blood glucose result of 12.0mmol/l on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient detailed that 10 minutes after the alleged product issue she developed the symptom of hypoglycemic coma and felt shaky and weakness. She reported self-treated with sugar and water and felt better. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the blood sample was taken from an approved sample site. The patient no longer had the test strips or meter involved in this complaint. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.